Event description:
During product evaluation by a service technician, an automix 3+3 compounder was found to have a twisted/kinked umbilical cable. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the condition was confirmed by service. (B)(4). The root cause of the umbilical cable is unknown. To correct the condition, the umbilical cable was replaced. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. If any additional relevant information is received, a follow up MDR will be sent.